Event description:
The account alleged that the head section would not come up. No injury reported.

Manufacturer narrative:
The account stated that they pumped the manual pump while hitting the head up to run fluid through the head cylinder to bleed out air to resolve this issue.